Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during sleeve gastrectomy, the handle did not work. It was necessary to change the handle. The handle stayed blocked. Used three other handles for the patient. There were no issues loading or unloading the device. The stapler was able to fire. The stapler formation was ok and the staple line was not incomplete. There was no patient harm. The status of the patient is alive, no injury.